Manufacturer narrative:
Findings: unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and cracked end cap.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack in case. The customer stated tha crack is seen on battery and reservoir compartment. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.